Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID # (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10717. It was reported that the patient expired. An atherectomy procedure of the left anterior descending artery was successfully completed. An angiogram injection was performed and showed no perforation or dissection. There was good blood flow and at that point the patient began to lose pressure and it was then reported that the patient expired.